Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1hsjl serial# implanted: (B)(6) 2017. Explanted: (B)(6) 2023. Product type lead product ID a52300. Serial# unknown. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Case reopened to add clarifying information. Patient stated when they had ins replaced in (B)(6) 2023, the hcp broke part of the lead so patient had to have a different procedure with a neurosurgeon to replace the lead.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1hsjl, implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 16-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said that when they had ins replaced a lead was left and they had to have a neurosurgeon replace the lead, but now they went to have an MRI and when they put the device into MRI mode it said that the lead was abandoned. The patient was redirected to their healthcare provider to further address the issue.